Event description:
Abutments fractured after being in the mouth for several weeks.

Manufacturer narrative:
Product was discarded and will not be returned for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Manufacturer narrative:
The product was not returned for evaluation. However, the investigation of other complaints with similar abutments that were fractured concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
There was no patient injury associated with the frature.